Manufacturer narrative:
Pending evaluation. This MDR is being submitted as a part of a remediation effort the company has undertaken.

Event description:
Index surgery: (B)(6) 2013. Revision of hip components due to fractured liner.

Manufacturer narrative:
This device is used for treatment not diagnosis.

Event description:
It was reported that a patient received a total hip replacement on (B)(6) 2013. On (B)(6) 2015 the patient was revised due to a fractured liner. It was reported that when the patient got up from a seated position and audible noise was heard, a crunching sensation and groin pain were felt. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00282, 1038671-2017-00568 and 1038671-2017-00569.

Manufacturer narrative:
Engineering evaluation noted that the revision was potentially the result of an insufficient or misaligned fixation of the insert in the metal cup leading to a misaligned position of the insert, causing a local stress rising and fracture of the insert. However, this cannot be confirmed because the devices were not returned for evaluation. This MDR is being submitted as a part of a remediation effort the company has undertaken.

Event description:
Index surgery: (B)(6) 2013. Revision of hip components due to fractured liner.